Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was inoperable. It was stated the patient last felt stimulation several months ago and the patient could not remember the last time he recharged the device. Consequently, the patient underwent surgical intervention at which the ipg was explanted and replaced.